Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic sacrocervicopexy, paravaginal repair and perineorrhaphy. It was reported that patient underwent restorelle coloplast mesh implant on (B)(6) 2013 due to mesh erosion. It was reported that patient underwent excision of mesh on (B)(6) 2014 due to mesh erosion.

Manufacturer narrative:
It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted due to bladder prolapse, urethral prolapse and urinary incontinence. It was reported that following insertion the patient experienced infection, bleeding, urinary problems, and dyspareunia. It was reported that the patient underwent a mesh removal and repair surgery on (B)(6) 2011. It was reported that the patient underwent a mesh removal and hysterectomy on (B)(6) 2013. (B)(4).